Event description:
It was reported that the device self activated when connected to the generator. The issue found during pre check before installation. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received at olympus malaysia service center on (B)(6)2022. The initial evaluation of the device noted the footswitch self activated. The device is currently on the way to the legal manufacturer for investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the reported complaint was confirmed. The footswitch assembly activated automatically when plugged into a generator. Internal inspection found that the potted interface between the footswitch was found to have assembly anomalies. It was noted the large gray wires were stripped back and tinned. These wires should be blunt cut only. The shockpulse instructions for use (spl-IFU_an) states, "perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result.". Olympus will continue to monitor field performance for this device.